Event description:
The following is based on medical records and information included in the initial attorney's report: (B)(6) 2013 - pt underwent laparotomy with excision of pelvic mass, abdominal colposacropexy, retropubic urethropexy, and posterior repair. During this procedure the pt was implanted with a bard flat mesh. On (B)(6) 2013 pt underwent a robotic sacrocolpopexy with non-davol mesh, lysis of adhesions and removal of previously placed bard flat mesh.

Manufacturer narrative:
Addendum to the initial report. Based on medical records provided the patient underwent explant of the bard flat mesh approximately twelve years post implant. The medical records state the bard flat mesh was encountered, still anchored proximal and distal, but was stretched and allowed for complete prolapse, it appears the bard flat mesh may have detached from a fixation point due to the mesh being "only fixated to the old vaginal cuff." With the current information available. No definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2001 - patient underwent laparotomy with excision of pelvic mass, abdominal colposacropexy, retropubic urethropexy and posterior repair. During this procedure the patient was implanted with a bard flat mesh. Per the implant operative report the mesh was "suspended from the vaginal cuff to the sacrum." On (B)(6) 2013 - patient was diagnosed with vault prolapse and underwent a robotic assisted laparoscopic sacrocolpopexy with bard alyte y-mesh (non davol), extensive lysis of adhesions and partial removal of bard flat mesh. Based on the medical records the old bridge (davol flat) was encountered still anchored proximal and distal, but was stretched and allowed for complete prolapse. At this point the vault was fully distended and carried down to the bladder pillars. There was no mesh from the previous suspension area. The mesh apparently was only fixated to the old vaginal cuff. At this point it was then cleaved away from the cuff and the posterior dissection was performed and carried down the perineal body. Attention was then turned to the sacral promontory, the promontory had not been disturbed. The old mesh was approximated in the midportion of the sacrum and was approximately 3cm from the sacral promontory. The stump of the mesh was then excised and approximately 8cm segment of the bridge was removed.

Manufacturer narrative:
Based on the information available at this time, no definitive conclusions can be made. The medical records provided included a limited amount of information with an over twelve year gap in medical documentation from the time of implant to explant. There were no post operative notes or pathology provided. Therefore, we have contacted the initial reporter to request additional information. No specific device failure has been alleged, nor has the device been returned for eval. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This MDR includes all pt, event and device information davol has received to date. If additional event and/or eval information is obtained, a follow-up MDR will be submitted.